Event description:
In 2008, it was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an esophagogastroduodenoscopy procedure performed five days prior. According to the complainant, during a biopsy procedure, when the nurse attempted to close the forceps, the jaws "jammed and stayed open". Reportedly, the device was unable to be removed from the scope after the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect devcie lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.